Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: her blood glucose (bg) has been high since couple of days ago: currently 350mg/dl with mild shortness of breath. Customer support (cs) walked through pump to troubleshoot. No issues were found. Time/date was programmed correctly. Basal rates programmed correctly. No advanced bolus settings programmed. No associated alarms noted in alarm history. No cancelled boluses: all boluses are accounted for. Confirmed basal delivery was appropriate. The patient has been priming properly and drops are seen at the end of the tubing. No inadvertent suspends noted. Tdd was accurate when comparing to basal and bolus history and settings. Cs walked through an air bolus and pump successfully able to deliver air bolus. No air bubbles, air spaces, blood in tubing or cartridge or associated with site. No leaking at cartridge or skin site. Site looks good with no redness, swelling, pain or discharge. Patient rotates sites and avoids areas of scar tissue. Patient denies kinking or blood in the cannula and the site feels secure. Cs advised patient to change skin site daily while bg is running high, to see if this helps, and also to continue monitoring bg frequently. Cs advised patient it seems to be a site issue and not a pump issue and best next step is to contact educator for clinical recommendations. Cs advised patient to discuss bg issues with health care provider, and inform them pump appears to be functioning well. This complaint is being reported because the patient experienced hyperglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: no defect was found. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.